Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer loaded cold insulin into the cartridge. Customer changed infusion set to address the issue. Customer's blood glucose level was 364 mg/dl.